Event description:
Additional info was provided by the implanting surgeon. During the initial implant surgery, a vitrectomy was required for a torn capsule. Following surgery, the pt developed pain, redness and blurred vision the pt waited two days to be seen. When she was seen, she was immediately referred to a vitreal-retinal surgeon. The pt was diagnosed with severe endophthalimitis. The implanting surgeon believes the pt contaminated her own eye. Treatment with antiibiotics began three days postop. On 07/2002, the iol removed and a vitrectomy performed.

Event description:
A pt had an intraocular lens implanted in 2002 and subsequently lost the eye five days later due to acute endophthalmitis.